Event description:
It was reported that the zimmer air dermatome was cutting the graft with an uneven thickness. Additional clinical follow up with the customer indicated that while harvesting a split thickness graft, the blade cut unevenly and shredded the graft. The graft that was produced had a shredded appearance instead of unified thickness and as a result, an additional graft was harvested. It was reported that additional time was required to harvest the additional graft; however, the additional amount of time was unknown.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured 02/01/1993 and was last repaired on 08/15/2012. Evaluation of the device observed damage to the head and 2" and 3" width plates. Prior to repair, the device was outside of calibration specifications at the 0.03" thickness setting on the left side. Damage to the head of the device and lack of calibration most likely caused the customer's event. Improper handling by the user most likely caused the damage to the device and the lack of calibration. The device was serviced and returned to the customer.